Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by baxter employed health professional from (B)(6) of peritonitis a patient coincident with dianeal ultrabag 1.5% therapy. During a telephonic conversation, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The patient was treated with injection (inj) reflin and (inj) fortum for the event. The cause and outcome of peritonitis was unknown. The baxter employed health professional stated that the event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). Further information was provided by baxter employed health professional. The patient was still hospitalized. On an unknown date, the issue of peritonitis was resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.